Manufacturer narrative:
Product complaint # pc-(B)(4). A representative sample was returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened and the swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strand and no defects, damages or suture breakage was observed. The sample was tested by knot tensile strength and the result was above the minimum individual strength requirement . Per the condition of the unopened sample, no suture breakage was found on the suture and the tested sample met the finished goods requirements.

Manufacturer narrative:
Pc-(B)(4).

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date, and suture was used. It was reported that the suture broke during the procedure. It is unknown how the case was completed. There were no patient consequences reported. There is no additional information.